Manufacturer narrative:
The result of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient lost balance in the bathroom. The patient presented to the hospital the following day and an x-ray revealed dislodgement. The lead was explanted. The patient did well before, during, and after the surgery.